Manufacturer narrative:
Film evaluation summary: the exact cause of the retrograde type a dissection occurring 15 days after implant could not be determined from the five still images provided. The pre-implant anatomy information, films at implant, and additional films that showed the retrograde type a dissection were not provided. The complete stent graft in-vivo configuration could not be assessed. It is possible that the stent graft bare springs may have contributed to the event. The patient¿s pre-existing type b dissection also may have contributed.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 260 mm in length thoracic aortic dissection. It was reported that fifteen days post index procedure the patient presented emergently with chest pain and a blood pressure of 200/104 mm hg. It was discovered that the patient had an acute type a dissection. The physician elected to perform an open repair of the ascending aortic arch and the event was resolved. Per the physician the cause of the event was due to the proximal bare spring of the valiant stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.